Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) may have experienced oversensing/inappropriate therapy, as well as inhibition of brady pacing.